Event description:
The following publishment was reviewed by gore: title: a case of atypical heartware ventricular assist device outflow graft obstruction source: asaio j. 2025;71(12):e272-e275. This is a case report discussing external outflow graft obstruction (eogo) in a patient with a heartware ventricular assist device (hvad), where blockage of the outflow graft occurred due to external compression. The report highlights that this type of obstruction can develop not only from buildup within the device, but also from surrounding tissue and adhesions, particularly when the graft is located in a confined space following prior surgery. The authors aim to demonstrate that this is a less commonly recognized mechanism of obstruction and emphasize the importance of ongoing imaging for early detection and prevention. The case involves a 59-year-old male with a history of coronary artery bypass grafting who underwent hvad implantation four years prior for ischemic cardiomyopathy. The patient later presented with progressive dyspnea and decreased pump flow. Imaging revealed severe stenosis of the outflow graft. During surgical exploration, dense adhesions and fibrous tissue encapsulating the graft were identified, along with fibrinous tissue ingrowth into the strain relief. The outflow graft was found to be confined within a tight anatomical space, encased in a compartment formed by the ribs anteriorly, the diaphragm posteriorly, a gore-tex sheet, suspected a gore® preclude® pericardial membrane, covering the pump, and dense post-surgical adhesions completing the encapsulation. The primary adverse event was eogo resulting in reduced pump flow, which required surgical intervention with debridement. Intraoperatively, purulent-appearing fluid was noted; however, cultures were negative, with no confirmed infection identified. The obstruction was attributed to external compression from fibrous tissue and adhesions within a confined space. Pump function improved significantly following debridement of the ingrown material.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. Literature title: a case of atypical heartware ventricular assist device outflow graft obstruction. Source: asaio j. 2025;71(12):e272-e275. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.